Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant the patient experienced "shocks". It was further reported a micro perforation was noted by the right ventricular (rv) lead. The lead was reprogrammed and the implantable pulse generator (ipg) and rv lead remain in use. The patient continued to experience discomfort. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.